Event description:
The iab catheter restriction alarm sounded and the staff noted condensation in the tubing. They removed the condensation from the tubing and re-started the pump. A short time later, the alarm sounded again and the staff once again removed the condensation and the pump worked for a short period of time until the alarm sounded again. The staff would repeat the cycle of cleaning the condensation from the tubing and re-starting the pump one additional time before discontinuing use of the device. We recently received a recall for the device in which it referenced the same issue that we are experiencing.